Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that at the end of the treatment, the PICC tube was removed according to the doctor's advice. After extubation, it was found that the catheter was short and there was no black mark at the front end of the catheter. Immediately press the catheter puncture point and preserve the catheter. It was found that the catheter broke at 11cm, the fracture edge was flat, and there was no elastic deformation. After inquiring the extubation nurse, it was found that the extubation process was smooth, and there was no pulling, block or elastic retraction. It is preliminarily concluded that internal tube rupture occurred before extubation of PICC catheter. Then went to the ward to see the patient, asked the patient no chest tightness, shortness of breath and other no discomfort, face, extremity skin color normal. Ask the patient to lie flat and stay up from bed. Report to the doctor and order a chest x-ray. The specialist nurse accompanied the family to the radiology department in a wheelchair, and quickly contacted the cardiac interventional department of (B)(6) to remove the broken PICC tube under dsa. No other information provided.